Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed on an approximately (B)(6) pediatric patient. The wire would not retract and the catheter and needle would not come out. Lots of force was required to remove it. The wire had a corkscrew appearance when removed. The clinician was afraid that the artery would be damaged but all was okay. There was no delay in treatment and no patient death or complications reported.